Event description:
It was reported, that, when connected to the endoscope. The subject device showed, that the image crackled and had artifacts, during movement. Both the camera and the column socket were cleaned. And the machine was switched off and on again, but no improvement was noted. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is corrosion on the coupler unit and noise in the image. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of cable unit, there is noise in the image and cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.